Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Catalog number is the similar us list number, the international list number is unknown. The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. Stoma site infection is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2022, a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. It was reported that following peg tube placement, the patient experienced abdominal pain and "gas-like discomfort in the abdomen". On an unknown date, the patient experienced stoma pain. On (B)(6) 2022, it was reported that the patient was diagnosed with a stoma site infection and was prescribed an unknown oral antibiotic for 7 days by the physician. On (B)(6) 2022, the patient was examined by the physician. It was decided to remove the patient's tubing due the stoma site infection. It was reported that removal of the patient's tubing could not be carried out due to the gastric content. The patient will undergo tubing removal and stoma debridement after removal the following week. It was reported that the patient will not receive a new stoma site, and tubing, and the patient will be hospitalized for observation to better control fasting before the removal of the tubing.